Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with a dim and discolored display screen. A test screen was installed and displayed properly. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a peeling keypad. Evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump display had gradually become dim and faded. It was noted that the patient adjusted the contrast and changed the battery with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.